Manufacturer narrative:
Eval summary: the customer's reported condition of fail code 810:04 was confirmed.

Event description:
The facility reported a fail code 810:04. Info was not provided regarding whether or not the failure occurred during a pt infusion. Although attempts were made by baxter, details were not available regarding add'l contact info, pt demographics, medication involved, or pump programming. The hospital rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.